Manufacturer narrative:
Thermogard xp ivtm system s/n tgxp10308 was evaluated at the customer's location. A review of the event log found no anomalies. Evaluation of the system did find the coldwell mesh to be clogged. In summary, the customer's reported complaint of the patient not cooling was confirmed through evaluation of the system. The coldwell mesh was unclogged, remedying the reported complaint. The system underwent and passed all final functional testing.

Event description:
It was reported that the thermogard xp console did not cool the patient. No adverse patient sequelae was reported. No further information was provided.